Event description:
It was reported that the patient had an inoperable ipg. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Stimulation was reportedly restored post-operatively.